Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge resection, while working on the lung tissue, 3 reloads and 2 handles were broken on the tissue during the firing. Surgeon was able to press the green button, but could not squeeze the handle. Surgeon squeeze the handle twice and it locked. The jaws of the device locked on tissue. Surgeon pulled back the knife with the hand instruments. Surgical time was extended more than 30 minutes. Operator used suture to make anastomosis instead of the stapler.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridges noted that each loading unit had a full complement of staples and the anvil clamping mechanisms were deformed. Each loading unit was loaded into a pmv representative instrument for functional testing. Each loading unit was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each loading unit from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product no further actions have been deemed necessary at this time. Additionally, the investigation detected an unreported condition of a deformed anvil clamping mechanism that has no relationship to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge resection, while working on the lung tissue, 3 reloads and 2 handles were broken on the tissue during the firing. Surgeon was able to press the green button, but could not squeeze the handle. Surgeon squeeze the handle twice and it locked. The jaws of the device locked on tissue. Surgeon pulled back the knife with the hand instruments. Surgical time was extended more than 30 minutes. Operator used suture to make anastomosis instead of the stapler. The patient has stayed at the hospital for two more days because of the problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.